Manufacturer narrative:
The physician reported that "the pt had a malignant tumor with bone metastasis which caused difficulty healing. Granulation tissue formation wasn't occurred. This was due to underlying disease and malnutrition rather than v.a.c. Therapy influence." Based on info provided, it cannot be determined that the alleged nonoccurrence of granulation tissue formation, redness, pus or tissue necrosis is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. No report of the administration of antibiotic therapy. The physician confirmed the nonoccurrence of granulation tissue formation was not related to v.a.c. Therapy. The unit's serial number was not provided, therefore, kci cannot conduct a device eval of the unit.

Event description:
The following info was reported to kci by the kci kk rep: on (B)(6) 2010, the pt underwent a débridement of the pressure ulcer and v.a.c. Ats therapy was applied. On an unk date, the physician reported that "granulation tissue formation wasn't occurred." On (B)(6) 2010, redness, pus and tissue necrosis was allegedly observed, v.a.c. Therapy was discontinued, and a debridement with irrigation was performed. On (B)(6) 2010, it was noted that "daily would debridement and irrigation improved the condition."